Manufacturer narrative:
(B)(4). Concomitant medical products: 114368 ibp ulna left std intlk 221552. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent an initial left elbow arthroplasty and subsequently was revised due to unknown reasons approximately ten (10) years post-implantation. No additional information is available at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the complaint cannot be confirmed as no medical records were provided. Review of the device history record identified no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.